Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. A field service engineer (fse) shutdown the medstation, removed drawer 6, replaced the inseparable and reinstalled the drawer, locked the back panel, and powered the station back on. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and unable to open. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from other sources, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.